Event description:
The customer states that over a three month period, one patient consistently generated elevated architect i2000sr stat troponin-I assay results. Values ranged from a low of 0.23ng/ml to 0.82ng/dl with both serum and plasma samples. Assays for troponin-t, ck and ckmb have all generated results within the lab's normal reference ranges. As part of the clinical work-up, a cardiac catheterization was performed, which showed no signs of cardiac involvement. The customer suspected heterophilic antibodies and performed absorption testing that generated lower results of 0.034ng/ml with serum and 0.137 ng/ml with plasma samples. Controls were within specifications. There is no further impact to patient management reported.